Event description:
It was reported that upon interrogation it was found that this patient's device was programmed off, and the physician was not able to modify the settings. No other relevant information has been received to date.

Event description:
It was reported that the generator was interrogated and programmed without any problems as of (B)(4) 2018. No other relevant information has been received to date.